Event description:
Information was received indicating that a smiths medical pump was not alarming for air when testing by voluntarily introducing a large air bubble. The pump continued to infuse and the air alarm never activated. The upstream and downstream sensors are marked as activated. Additionally, there was an under infusion issue noted by the pump. There was no patient present at the time of the event. No reported adverse events.